Event description:
Report received of an overdelivery. During testing by the user facility, the device delivered a measured volume of 21.3 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/5%). There was no reports of any adverse pt events while the device was in clinical use.